Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood traces were found on the catheter tubing. One kink was observed on the catheter tubing approximately 75.7cm from the iab tip. The extender tubing was returned. -a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported difficulty to insert through sheath could not be confirmed by the evaluation. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. A new iab was inserted successfully and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - clinical engineer event site postal code (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab which is a significantly similar device to sensation 34cc which is sold in the us. For d4: di number has been used for sensation 34cc (B)(4) which is sold in the USA. Provided 04 lot number. 04 expiration date and h4 device manufacture date corresponding to transray device involved in the event. No UDI is provided as no lot number for the affected device have not been provided.